Event description:
It was reported that during an unknown surgery, this linear cutter failed to apply the staples. At the moment of firing, the staples failed to come out. The case was carried out and finished by using a new device. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.